Manufacturer narrative:
Based on the available information, this event is deemed be a reportable malfunction. Additional information has been requested, however no additional information has been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported when the oxygen connector was connected with the oxygen tank, the disconnection occurred immediately. The clinician tried again, however the disconnection occurred again so the device was changed to another lot product and no disconnection occurred.

Manufacturer narrative:
A final quality evaluation was performed. A complaint sample was returned on september 05, 2014 and was inspected and tested against approved specification, and specification requirements were met. The complaint sample was also tested for security attachment to oxygen source adapters as per standard and it met acceptance criteria specified into standard. The batch records review (brr) did not identify any discrepancies or abnormalities during the manufacturing process. There are no other complaints or adverse events reported over the previous 20 months ((B)(6) 2013 through mid (B)(6) 2014). An examination of returned samples was performed and no visual defects were observed. Calibration records for equipment used in the molding process were examined and found that all equipment has been properly calibrated according to calibration procedure. Maintenance records for oxygen end connector were examined and no major preparations to mold have been performed in the last year. Functional testing was performed to replicate the possible root causes of the reported disconnection. The probable root cause of disconnection is not related with failures in the convatec oxygen tube neither in the oxygen tube manufacturing process. It could be related to an improper engaging of oxygen tube to oxygen source adapter by the user. No actions are recommended. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.